Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl and high ketones present; cause was unknown. Reportedly, customer was in diabetic ketoacidosis (dka) and experienced memory loss. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Exact date of customer's release from the hospital was unknown. Customer was released with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.